Manufacturer narrative:
Device 1 of 1. Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. We are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported "we have a patient that developed a fistula that connects the vaginal canal to the rectum. A flexi-seal was used for fecal incontinence, and there is some suspicion that the fecal management system (fms) contributed to the fistula development". Upon attempting to obtain further information from the wound ostomy continence nurse (wocn) regarding the case, limited information was given. It is unknown how much fluid was instilled into the retention balloon and how much was removed when the product was discontinued. It is unknown how long the device was in use with this patient. The patient was on a turn and reposition program "every 2 hours". When performing the rectal exam, the wocn reports they "only check for rectal tone", so it¿s unknown if the patient had any issues within the rectal vault that would contraindicate the usage of the device. The product was destroyed without collecting the lot number. No photographs depicting the reported complaint issue were received. The patient at time of this report had no ordered treatments for the fistula area.